Event description:
The customer reported the generation of erroneous patient results for ion selective electrode (ise), including sodium (na), potassium (k) and chloride (cl), on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valves. The fse replaced the buffer valves to resolve the issue. The beckman coulter internal identifier is (B)(4).